Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip (30920r1003) was inserted and after several grasping attempts, one of the grippers would not lower. Therefore, the clip was removed and replaced. A new xtw clip was successfully deployed. To further reduce mr, an xt clip (30607a1092) was inserted, but while in the left atrium, the clip was unable to open. Therefore, the clip was removed and replaced. A new xt clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via returned device analysis. Additionally, the gripper line was observed to be kinked and twisted over the third line of the frictional elements on the gripper arm and the suture knot was also observed to be frayed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The observed kinked and twisted gripper line and frayed suture knot were likely a result of troubleshooting and post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.